Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 113 mg/dl and the sensor glucose was 48 mg/dl. The customer states they had switched to 670g, inserted 2 sensor got bad result reading for 2 days it was full of blood and inserted another check blood glucose was 113 and sensor glucose was 48 mg/dl and suspended. The customer¿s current blood glucose was 115 mg/dl and sensor glucose was 40 mg/dl. Sg value: 40. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.